Event description:
It was reported that a 63-year-old female patient (70.9kg), born on (B)(6) 1959, underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a unk_webster 4 pole . The patient suffered cardiac tamponade requiring a pericardiocentesis, surgical intervention and prolonged hospitalization. The patient suffered a cardiac perforation and pericardial effusion. After catheters were placed (2 quads, and ablation), the physician had difficulty cannulating the coronary sinus (cs) with the decanav catheter and so a vizigo sheath was inserted, and the cs was accessed. Intracardiac echo (ice) catheter was placed at this point. The physician was unable to reach the slow pathway region with the stsf catheter, so they removed the decanav from the vizigo sheath and used the sheath to place the stsf catheter in the region of slow pathway. The decanav was returned to the cs under fluoroscopy and ice guidance. The slow pathway was successfully ablated, pacing performed to confirm block. Catheters were pulled back under fluoroscopic guidance as to not disrupt the implanted device leads in place. Post-ablation a final sweep with the ice catheter was performed and an effusion was noticed. A pericardiocentesis was performed, removing 1400 cc of blood, 400 cc of which were returned to the patient. During this time the patient's blood pressure fluctuated but was stabilized by anesthesia. The patient was also intubated about the time of the effusion diagnosis. The bleeding could not be stopped during the pericardiocentesis, so the patient was in route to the operating room (or) for surgical intervention at the time of the call. The physician did not indicate which, if any, of the bwi products contributed to the patient event. They believed it was a right ventricular (rv) perforation. Additional information was received on (B)(6) 2022, it was reported that a pericardiocentesis was performed after the perforation and then they were then taken to the or for heart surgery. Patient fully recovered. A perforation was found at the anterior rv so the rv quad was what went through. Patient stayed in the hospital for a few days and fully recovered. The patient has a history of a dual chamber pacemaker. Transseptal was not performed. Ablation was performed and there was no evidence of steam pop. The event occurred post ablation, after pulling catheters out doing a final ice sweep and found effusion. Irrigated catheter flow was at normal stsf settings. The correct catheter stsf settings were set on the generator and the pump switched normally during ablation. No error was found on biosense webster equipment. Force visualization features used were graph, dashboard, vector, visitags were all used during ablation with the visitag module parameters for stability set at 3/3/25% of 3 were used as settings with no additional filter was used. Color options fti was used. To note, rv fam and visualization could not be seen on carto. The physician utilized fluoroscopy to place rv catheter. The rv catheter was able to see signal and even pace. Capture and conduction were noticed to be challenging but patient was hemodynamically stable during electrophysiology study (eps). Ablation was performed. After all catheters were removed, anesthesia noted the hemodynamic change and the medical team performed their final ice sweep and found the effusion. Additional information was received on (B)(6) 2022. It was reported that the rv quad was believed to be responsible for the event. On (B)(6) 2022, further information was received regarding the rv quad. After the patient left CT surgery, the surgeon told the doctor that the perf was found in free wall rv. This complaint will be reportable under unk_webster 4 pole as it was reported that it is believed that ¿ rv quad was believed to be responsible for event because after the patient left CT surgery, the surgeon told the doctor that the perf was found in free wall rv.¿

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).